Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer hippa approved daughter reported via phone call of father being hospitalized on (B)(6) 2018 with blood glucose of 500 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Reports of cracks in pumps and trouble with buttons. Unable to troubleshoot. Replacement pump is requested. Concomitant frn-model unknown ¿ reservoir.